Event description:
A surgeon reported eight pts experiencing a refractive surprise following intraocular lens (iol) implant surgery. Medical records were rec'd and indicated the following: the pt reported that when both eyes are open, she can see "great" but when she closes her fellow eye, her vision is "split in half." She also reported seeing a black line in her vision but improving. Prescription for glasses was given to this pt to resolve the event. Add'l info has been requested. There are ten medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were rec'd on 10/22/2010. A completed questionnaire has not been rec'd. (B)(4).